Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient fell off their bed, onto their bottom about a week before the report, and the stimulation area had moved. The patient called to get help going through the controller to make sure the system still worked. The patient noted they were sore but recognized that they had been very mobile as well (moving a lot, exercising, lifting things, etc.). The patient stated they did not notice a return of symptoms, but felt a little bit of pulsating around their implant site. The patient noted they had not felt the pulsating sensation since that occurrence, so they were not sure if they imagined it. The patient was redirected to their healthcare provider to have their device checked. It was requested that the patient monitor for a return of symptoms also. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient. The patient reported that how the patient's fall affected the implant system was that it made it a little sore in that area of her body. The patient reported that the cause of the pulsating at the implant site, and loss of pulsating were not determined. The patient stated that no steps where taken to resolve the pulsating at the implant site and loss of pulsating. The patient reported they had no loss of pulsating and no pulsating at the implant site. Patient weight was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that when syncing with the programmer it showed the implant was on at 1.4v on program 1. The patient increased stimulation to 1.5v. The patient mentioned the fall they had was 3 feet. The patient was advised to follow up with their healthcare provider to assess the implant. The patient noted they would probably try to schedule an appointment in the next 2 weeks. No further complications were reported.

Event description:
Additional information was received. Patient repeated the same information about a fall and stated that they could not feel stimula tion and increased up to 1.5 or 1.9 and felt stimulation across the back and it was uncomfortable during the call, patient inserted new battery in the patient programmer and patient was on program 1 at 1.3v with stimulation on. Patient activated to program 1 at 0.6 and stated that they felt comfortable stimulation on the right area. No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.